Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the atrial lead exhibited loss of sensing. Surgery was performed and lead dislodgement was confirmed via fluoroscopy. The lead was repositioned successfully but dislodgedagain the same evening. The lead was repositioned again on (B)(6) 2013.